Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped from a desk while charging, resulting in a cracked touchscreen at a corner; the device powered on and displayed numbers, but the screen was nonresponsive and the user could not unlock or use touch functions, consistent with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen following mechanical impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user was advised that device data would not transfer to the replacement and that initial setup and learning would be required, with continued compatibility of active dexcom sensors. A return of the damaged device was requested using the provided shipping method.